Manufacturer narrative:
The pump is in the process of being evalauted.

Event description:
Reported an infusion pump with depleted battery. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or med intervention has been reported.